Event description:
It was reported that the customer's pump screen was dark and would not turn on. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support instructed the customer to try various troubleshooting steps, such as pressing the button directly on the "t" and using a charger known to work, but the pump screen remained unresponsive. As a resolution, technical support decided to replace the pump. Customer will use mdi as back up therapy.